Event description:
It was reported that revision surgery was performed post-op due to painful hardware. During the index surgery the occipital to c2 were treated for unstable crania cervical junction. The patient had good bone quality. Revision surgery was performed seven months post-op. The patient had not fused and there was no device malfunction leading to the revision. The surgeon felt the profile of the screw on the plate may have been too large and was causing pain. The entire nexlink construct was removed and replaced with non-zimmer plate and screws, although the nexlink cortical occipital screws were used to attach plate to the skull.

Manufacturer narrative:
Instrumentation from index surgery which was removed during revision is as follows: p/n 2112-3522 3.5x22mm screw (lqty). P/n 7001-01 occipital plate (lqty). P/n 7002-01 occipital connector (2qty). P/n 7005-4010 10mm occipital screw (lqty). P/n 7005-4008 8mm occipital screw (2qty). P/n 2112-3524 3.5x24mm screw (2qty). P/n 724-120 120mm rod (2qty). P/n 707-01 closure top (5qty). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. Manufacturing records reviewed indicated no deviations or anomalies. It is not suspected that the product failed to meet specifications. The root cause is unable to be determined. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.